Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleging over delivery. The customer's blood glucose level was 3 mmol/l and 8 mmol/l. Customer using insulin pump within 48 hours of reported low blood glucose event. Customer stated reason of over delivery was low blood glucose. The reservoir will not be returned for analysis.